Event description:
End user reports "unknown number of market units with unknown lot numbers of the same catheter since about march 2022 when he first switched to these catheters, that the paper tears too easily when opening. He said he is overall very satisfied with the product. At times when he opens his catheters he said there is a "10% failure rate" with the packaging. To prepare catheter he pops sterile water packet and makes sure the catheter is lubricated. He said his method to opening the catheters that is easiest for him is he holds the plastic part with his teeth and tears down the paper with his right hand and in about 10% of the catheters the first 5-8% part of the white paper part will tear off completely because paper is overall thin on these catheters. He then has to "recover it by holding it tightly with his thumb and forefinger to open the rest of it to be able to remove it". He takes precaution to make sure the catheter does not become unsterile or fall out and if that occurs he will discard the catheter. He always washes his hands and wipes tip of penis with antibacterial wipe, taking precaution to stay as clean as possible and will restart process if needed to stay as clean as possible."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).